Event description:
It was reported that the lead warning triggered, and the atrial lead exhibited low impedances, as well as unipolar impedance being higher than the bipolar impedance. The lead will continue to be monitored, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead - (B)(6) 1997. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.